Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and the haptic tore off. The surgeon removed the lens without enlarging the incision or suture. The reporter stated that the lens damage was due to a loading error. No patient injury.

Manufacturer narrative:
Results - a visual inspection of the returned product shows one haptic is torn off of the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.